Event description:
During an initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. Additionally, the rv helix had unspecified rotation issues. The rv lead was explanted to resolve the event. The patient was stable.